Event description:
Physician was performeing a therapeutic procedure on pt with a diagnosis of lithiasis. During this procedure the dr opened the device basket in an attempt to retrieve a stone from the pt's common bite duct (cbd), but during the attempt the device tip and basket broke off the device and remained in the pt's cbd. The physician then removed the device and obtained a second device. Using the second device, the dr succesfully removed the first device's basket. Basket tip and the calcuili from the pt's cbd. There was no adverse affect on the pt as a result of the reported malfunction.